Event description:
Information received indicates the unit leaked from the fiber bundle during the case. The leak was not noted during prime and occurred early in the case. Prior to cross clamp. The unit was changed-out during bypass with no pt complication other than blood loss reported.